Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: colorectal disease. 2017 sep; conference: 12th scientific and annual meeting of the european society of coloproctology. (B)(6). 19 (supplement 2) :88. [(B)(4)].

Event description:
It was reported via journal article: "title: prophylactic mesh in extralevator abdominoperineal resection (elape) for low rectal cancer" author(s): mejias j.g.d., michel l.e.g., hernandez g.h., oaknin a.m.h., barroso m.h., sanchez a.i.s., rodrigo a.r., gomez m.b. Citation: colorectal disease. 2017 sep; conference: 12th scientific and annual meeting of the european society of coloproctology. (B)(6). 19 (supplement 2) :88. This retrospective descriptive study aimed to evaluate the results of the use of prophylactic mesh for pelvic floor closure in extralevator abdominoperineal resection (elape) in patients undergoing distal rectal adenocarcinoma. From jan2009 to dec2016, 113 patients with rectal adenocarcinomas underwent ano-rectal resections using miles (n=30) and elape (n=83). In elape group, 6 patients utilized vicryl mesh. Complications in elape group with vicryl mesh included perineal wound infection, delayed healing, reintervention for intestinal obstruction, positive circumferential margin, perineal hernias with obstruction. Implementation of the elape has reduced the positive circumferential margin rate and wound infection. The use of prophylactic meshes safely prevents serious complications such as evisceration, supporting the high incidence of infection in this wound.